Event description:
It was reported that the packaging of the c3601 cusa excel manifold tubing was deformed. The issue was found upon initial inspection of the received product by the distributor, therefore there was no pt involvement.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.